Event description:
It was reported that the 9600 system had a collimator iris potentiometer error message. Also the wheels would not roll. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The collimator was calibrated and the wheels were cleaned during the service call. The system was tested and found to be working as intended and put back into service.